Event description:
Reportedly on (B)(6) 2011, the physician noticed that the device automatically set the ventricular sensing polarity to bipolar whereas the lead was a unipolar lead implanted in 2001.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report no. (B)(4) for complete details. Conclusion: no root cause could be identified by analysis. Nevertheless, the most probable hypothesis is an insulation defect between the ventricular lead connector and the pacemaker (sealing rings between distal and proximal electrode might be damaged or there might be blood infiltration at that level at the time of the device implantation). Blood infiltration could have induced, in bipolar configuration, the measurement of the ventricular impedance below 3k ohms whereas the lead was unipolar. Thus, during the auto-implantation process the lead was determined as bipolar by the device. In such a case, at the end of the auto-implantation process the device sets the lead sensing polarity to bipolar as specified. The lead impedance in unipolar should be checked carefully during each follow up, to ensure it remains stable.